Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 19 mg/dl with cognitive impairment and 3rd party assistance associated with an inaccurate delivery issue. Reportedly, the patient resumed the insulin pump and was treated in the emergency room with IV glucose and other unspecified treatment. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient's programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump's history. Cts determined that a change in stress level, recent severe hypoglycemia and a change in pain level contributed to the bg excursion and referred the patient to their healthcare provider for diabetes management. It was also determined that the patient overriding the dosage recommended by the bolus calculator contributed. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.